Event description:
On (B)(6), 2012, the lay user/patient's wife contacted lifescan (lfs) alleging that her husband's onetouch ultralink meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). It is not specified when the reported meter issue occurred. On an unspecified date/time, the patient reportedly obtained blood glucose readings of "132mg/dl" with the subject meter and "99mg/dl" with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's wife denied that her husband developed any symptoms after obtaining the reading "132mg/dl" with the subject meter and "99mg/dl" with the hospital's device and also denied he received any form of medical intervention/treatment in response to the readings. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's wife denied the patient developed any symptoms because of the alleged meter issue. The patient's wife also denied receiving any form of medical intervention/treatment as a result of the alleged issue.

Manufacturer narrative:
The meter involved in this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed. The 510(k) # is k073231.